Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was programmed to a lower rate limit (lrl) of 60 bpm, however the patient's fitness tracking application noted their heart rate was sometimes in the 38-45 bpm range. In addition, the maximum tracking rate (mtr) was programmed to 170 bpm, however the patient's heart rate sometimes reached 184 or 178, even while seated. The patient advocate was concerned the patient's device was not working properly. Technical services (ts) discussed that the crt-p likely needed adjusting. This crt-p remains in service. No adverse patient effects were reported.